Event description:
It was reported that the stent was obstructed after implantation for 10 days. The stent was implanted for the purpose of kidney stone removal. A new stent was placed, and the patient was not injured. Per receipt of the sample, it was determined that the stent was encrusted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.